Event description:
Patient visited an eye clinic with a complaint of pain in her right eye. She was diagnosed with a corneal ulcer. Her visual acuity in the right eye was reported as 0.1 (uncorrected) and 0.5 (corrected). Patient was treated with antibiotic and hyaluronate formulation eye drops and an oral antibiotic. Visual acuity decreased; reported as counting finger/30cm (0.04). She was administered antibiotic intravenously. The ulcer improved with treatment with a subsequent complication of corneal leukoma. The pt's visual acuity recovered to 0.08 (uncorrected) and 1.0 (correct). The reporting physician suspected non-compliance on the part of the pt with regards to use and care of the contact lenses.

Manufacturer narrative:
No product was returned for eval. The reporting physician suspected non-compliance on the part of the pt with regards to use and care of the contact lenses. The pt reported she occasionally slept in her lenses.